Event description:
It was reported that the patient experienced an inappropriate shock for atrial fibrillation with rapid ventricular response (rvr). The device was reprogrammed. It was further reported that the device was at elective replacement indicator (eri) and was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion and the device met expected longevity.